Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned. Additional information was received that the patients old leads were also replaced and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2158500 model: sc-2158-50 serial: (B)(6). Batch: 15418922.